Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A0908 applies to alleged inaccuracy/many points were floating in space/thickness of 3mm and spacing of 2mm a23 applies to difficulty registering the patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy in the navigation system during a procedure, where the site experienced difficulty registering the patient, and many points were floating in space. The images used had a thickness of 3mm and spacing of 2mm, and it was noted that the imaging protocol was not followed. The length of surgical delay was pending. The patient impact or outcome was pending.

Event description:
Additional information was received. It was reported that it was determined that the continuous foot switch setting was activated which is why registration tracing points were inaccurate. The issue was not caused by any software and/or hardware malfunction. It was due to a setting being activated in the user profile. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The amount of inaccuracy was unknown, but it passed the requirements needed to proceed to navigation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. The system passed all tests. Codes b01, c19, and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, this did not appear to be software related. According to the information provided on the date 7-aug-2025. The inaccurate registration tracing points were caused by the continuous foot switch setting being enabled in the user profile. There was no software or hardware malfunction involved. Codes: b01, c19, d14 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.